Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
C 702 serial number (B)(4) was checked by the engineer. Probes were adjusted. The wash stations were checked and a poorly moving nozzle was cleaned. The mixer adjustments were checked and it was cleaned. The cells and lamp were changed. The gear pump head and water pressures were checked. The rinse levels were checked. A cell blank and water exchange were carried out. The customer ran controls and these looked good.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ca2 calcium gen.2 on a cobas 8000 c 702 module. It was asked, but it is not known if any questionable results were reported outside of the laboratory. The serial number of the c 702 was provided as (B)(4), but the customer is not certain if this was the specific c 702 analyzer used for sample measurements. The customer alleged the issue to be related to the calcium reagent pack. The first sample initially resulted in a calcium value of 3.12 mmol/l and repeated as 2.30 mmol/l. The second sample initially resulted in a calcium value of 3.48 mmol/l and repeated as 2.42 mmol/l. The third sample initially resulted in a calcium value of 3.16 mmol/l and repeated as 2.45 mmol/l.